Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes. Upon review, the presenting electrogram (egm) showed that the patient was in an atrial fibrillation (af) with rapid ventricular response (rvr) rhythm, for which the device delivered an inappropriate burst of anti-tachycardia pacing (atp) and shock therapy. The rhythm was converted successfully. Further review of the episode, ts observed noisy signals on the shock channel and surmised that the inappropriate therapy may have possibly been caused by the noisy signals. Ts discussed programming options with the hcp. At this time, the ICD remains in service. No additional adverse patient effects were reported.